Event description:
It was reported that the patient had an ams advance sling implanted, "to cease post prostatectomy incontinence," and that the sling "had failed." It was reported that "upon examination intraoperatively during a revision and replacement," with another incontinence device that the "sling appeared to have slipped proximally on the bulbous urethra.' It was indicated that the advance sling was left in-situ due to tissue in-growth and that another incontinence device was implanted into the patient. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.